Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that there was a leakage in the balloon. As a result, a new iab was used. The second iab was inserted at a different insertion site. There was no report of patient complications.

Manufacturer narrative:
(B)(4). No part has been returned to teleflex chelmsford for investigation. The reported complaint of iab leak suspected is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that there was a leakage in the balloon. As a result, a new iab was used. The second iab was inserted at a different insertion site. There was no report of patient complications.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint that "there was a leakage in the balloon noted during use on a patient" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that there was a leakage in the balloon. As a result, a new iab was used. The second iab was inserted at a different insertion site. There was no report of patient complications.